Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ fimbriated portion of left fallopian tube') in a 29-year-old female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included asthma and obesity. Concomitant products included paracetamol (acetaminophen) since 2010 and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and migraine ("migraines"), 17 days after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), post procedural complication ("post removal complication") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine, post procedural complication and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, unilateral occlusion (right tube occluded), malposition of essure device, dislodged into the fimbriated portion of the left fallopiant tube; on (B)(6) 2010: total bilateral occlusion, unilateral occlusion. (Right tube occluded), malposition of essure device, dislodged into the fimbriated portion of the left fallopiant tube; on (B)(6) 2010: results: essure successfully occluded. Lot number:678818 manufacturing date: 2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ fimbriated portion of left fallopian tube') in a 29-year-old female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included asthma and obesity. Concomitant products included paracetamol (acetaminophen) since 2010 and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and migraine ("migraines"), 17 days after insertion of essure. On (B)(6) -2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), post procedural complication ("post removal complication") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine, post procedural complication and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, unilateral occlusion (right tube occluded), malposition of essure device, dislodged into the fimbriated portion of the left fallopiant tube; on (B)(6) -2010: total bilateral occlusion, unilateral occlusion (right tube occluded), malposition of essure device, dislodged into the fimbriated portion of the left fallopiant tube; on (B)(6) 2010: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event general. Abnormal. Bleeding , post removal complication were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ fimbriated portion of left fallopian tube") in a (B)(6) female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and obesity. Concomitant products included paracetamol (acetaminophen) since 2010 and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and migraine ("migraines"), 17 days after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, headache and migraine outcome was unknown. The reporter considered anxiety, depression, device dislocation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received- new event migraines, headaches were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.